Event description:
The surgeon implanted a collamer lens model cc4204bf and was torn during insertion. The lens was implanted and removed without pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility.